Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked case at the reservoir tube window corners and cracked reservoir tube window. The test infusion set and reservoir does lock into place.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.